Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that they are having a lot of problems with the tube end on the iris feeding tube splitting. Probably 1 in 3 tubes ends up splitting. Due to covid they have been placing a lot more on the proned patients, and whilst the tube insertion has been challenging (that is down to the airway management not the tube itself), the nursing staff have been really struggling with the tubes in an aftercare setting. Appreciating that the tube is handled a lot, due to the large number of medications being put down it, but this is normal for any sick patient. The customer provided additional information on 15-mar-2021 stating that the split end renders the tube unusable, as the feed leaks, so they are cutting off the end of the tube and replacing with a peg end.

Manufacturer narrative:
Additional information: h6;h3 'other' - due to current customs policy, the used device could not be taken to the production line for evaluation. Investigation summary: the device history record (DHR) for the reported product is established based on the serial number sticker located on the device packaging. Since no serial number was provided, a DHR could not be reviewed. As part of the manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample was provided for evaluation. The device was used on a patient. Due to current customs policy, the used device could not be taken to the production line for evaluation. Photos of the returned sample were instead analyzed by the supplier. Based on the evaluation of the photo, the issue was confirmed. The manufacturing process of the y-port assembly including the leak test and final inspections was reviewed. The process is running accordingly. A review of the manufacturing and quality process controls for the reported product was conducted. Quality inspections are completed. After 12 hours, a tensile test and leak test is conducted. Results were found to meet testing specifications. Furthermore, no y-port crack/detached issues were found during the manufacturing process within the past 12 months and there have been no identical failures found on the raw components. No further analysis could not be performed due to limited information. Based on all available information, a root cause could not be determined at this time and no actions will be taken. If additional information is received at a later date, the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.